Event description:
Rn went to home to infuse pt and the homepump was leaking. Pump is leaking from the distal end of air eliminating filter away from the homepump, closest to the luer lock connector. FDA safety report ID# (B)(4).